Event description:
It was reported that prior to procedure, the patient's right atrial (ra) lead was oversensing noise leading to inappropriate automatic mode switch (ams) and pacing inhibition. The ra lead was also undersensing leading to inappropriate pacing. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.